Event description:
Customer reported on 10/20/05 that a npb290 pulse oximeter did not provide an audio tone when the monitor readings dropped to zero. Customer reported that a n25 neonatal oxygen sensor was being used to detect the patient's spo2. A nellcor representative informed the customer that the recommended weight range for a patient using the n25 sensor is 3kg (6.6 pounds) which exceeds the weight range of the patient associated to this report. There was no patient harm reported or treatment changes.

Manufacturer narrative:
The customer reported that the device will be returned for evaluation. If the sample is received, a summary of the investigation will be provided in a follow-up report.